Event description:
It was reported that after the procedure the probe was examined and it appeared that the area between the active electrode and the return electrode was charred and the insulation was burned off. No pt injury or effect was reported.